Manufacturer narrative:
The insulin pump was received no button response due to flattened esc button dome switch. Also found unlocked connector and or lcd keypad connector during visual inspection. No cosmetic damage noted.

Event description:
It was reported the esc button on the insulin pump was working intermittently. The device was not dropped or exposed to moisture. Customer was advised to revert to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.